Event description:
Pt's grandmother called in spontaneously to report the pt's pump cadd ms3 malfunctioning. She stated when she was loading the cartridge, she would get to the point where it would say priming tubing and then it would say load cartridge and go in a circle between the two. She switched the pt to his backup pump without issue. A replacement pump is being sent to the pt and the malfunctioning pump will be sent back. Reported to (B)(6) by: pt/caregiver. Dose or amount: 200 ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pph.